Event description:
The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. X-rays were requested. X-ray results confirmed proper placement of electrode array. Surgery is to be scheduled to explant the patient's device.